Manufacturer narrative:
H3, h6; a medtronic representative went to the site to test the equipment. The lemo connector was replaced and the system then passed testing. Codes b01, c13, and d02 are applicable to this analysis. The lemo connector, lot number: 1600944520, was returned to the manufacturer for analysis. The returned lemo connector was assembled incorrectly, causing the strain relief to be pulled down. The strain relief was adjusted back to the correct position, and the lemo connector was reassembled properly. After correction, the em interface connected without issues and is fully functional. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the em interface cable had exposed wiring. It appeared that the cable connection near the lemo collar was disconnected. There was no patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825. (H3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.